Event description:
It was reported that there was no output and the device could not be interrogated. The device was explanted, and no patient complications have been reported as a result of this event.